Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained kits of the complaint lot number. Return testing was not completed as returns were not available. Trending review determined there were no trends related to the complaint issue. Device history record review did not identify any non-conformances or deviations for the complaint lot. In-house testing of a retained kit of the complaint lot with multiple replicates of positive control. The lot generates the expected results and no false non-reactive results were obtained. Additionally, clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hbc ii test results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Based on this data it was shown that the sensitivity performance of the complaint lot was not negatively impacted. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbc ii reagent lot was identified in the complaint.

Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hbc ii, list 7p87, that has a similar product distributed in the us, anti-hbc, list number 7p84. Section a patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false non-reactive alinity I anti-hbc ii result. Sample ID (B)(6)generated an initial non-reactive result of 0.21 s/co which was discrepant with the patient's previous results. The customer retested the sample and generated a reactive result of 5.21 s/co. No impact to patient management was reported.